Event description:
It was reported that during the procedure, the patient¿s right ventricle (rv) lead dislodged multiple times. The lead was not used and the physician elected to complete the procedure with a different lead. Patient was stable before, during, and after procedure.